Event description:
The dealer states that the chair is getting motor error codes the dealer states the patient was just driving and it just stopped and wouldn't start back up and was just flashing a code. Stuck in a doorway for about 10 minutes. Home setting 5+ years in use no additional information.